Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device pj4769 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. (B)(4). Device evaluated by MFR summary: five pictures received for evaluation. As per the visual inspection of the pictures, foil packets and boxes product code vcp426h could be observed, the packaging were observed opened and sealed and the reported condition could not be observed in the picture. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the alert date and procedure/event dates for (B)(4)? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? - there are no adverse patient consequences, the procedure was completed by using new product trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 275 ¿g/m.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2021 and the suture was used. During the procedure, the suture was pull off from swage of needle. There were no patient consequences reported. Another like suture was used to complete the procedure.